Event description:
It was reported that during a total knee replacement procedure on the right knee at the user facility, the pin broke while being placed in the tibia and a fragment had to be left in the bone. It was reported that the surgeon used another pin to complete the procedure successfully without a clinically significant delay and without medical intervention.

Manufacturer narrative:
The reported event that the pin broke off was confirmed through visual inspection. During investigation no specific root cause could be determined for the pin breakage. Based on additional information provided during the follow up report it is possible that translational or bending forces caused or contributed to the reported event as the doctor puts a slight torque on the pin because he drills the pins in reaching over the leg.

Event description:
It was reported that during a total knee replacement procedure on the right knee at the user facility, the pin broke while being placed in the tibia and a fragment had to be left in the bone. It was reported that the surgeon used another pin to complete the procedure successfully without a clinically significant delay and without medical intervention.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. Device not returned for evaluation at this time.

Manufacturer narrative:
The updated lot number was reported upon receipt of the device.

Event description:
It was reported that during a total knee replacement procedure on the right knee at the user facility, the pin broke while being placed in the tibia and a fragment had to be left in the bone. It was reported that the surgeon used another pin to complete the procedure successfully without a clinically significant delay and without medical intervention.